Manufacturer narrative:
(B)(6). Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture, baker grade iii-IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Physician reported left side "capsular contracture baker grade iii-IV diagnosed by palpation and unspecified "other" method." Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported left side "capsular contracture baker grade iii-IV diagnosed by palpation and unspecified "other" method." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed opening in posterior side assessed as fold flaw opening. Observed creases on the device. Observed wear abrasion on the device.